Event description:
It was reported that the burr was stuck in the lesion. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery(lad). A 1.50mm rotalink burr was selected for use. During the procedure, when rotational atherectomy was performed, it was noted that the burr became stuck in the lesion. The device was removed through an extension catheter. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The catheter was received with the coil and sheath cut at the burr strain relief. The sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device found that the coil was severely stretched in accordance with the reported stuck burr. The returned rotawire was able to be removed with severe resistance due to the stretched coil and dried blood within the sheath. The rotawire was then not able to be reinserted due to the damage to the device. Due to the damage to the device, functional testing was not able to be performed and clinical circumstances could not be replicated.

Event description:
It was reported that the burr was stuck in the lesion. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery(lad). A 1.50mm rotalink burr was selected for use. During the procedure, when rotational atherectomy was performed, it was noted that the burr became stuck in the lesion. The device was removed through an extension catheter. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.